Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was an end of service. The device was off and no longer providing therapy. The patient traveled recently and had to go through airport security and the patient's "battery went off." The patient could not turn it back on, and she was seeing and end of service message. There was not an allegation of implantable neurostimulator longevity. The patient was in pain and it was getting worse. The event occurred on (B)(6) 2016. There was no planned surgical intervention at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.